Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a metallic coil is identified embedded in the proximal lumen/ fallopian tube with a centrally embedded metallic coil"), pelvic pain ("chronic pelvic pain /severe pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, esophagogastroduodenoscopy, pain, pneumonia, urinary frequency, lumbar puncture headache, endometrial ablation, wisdom teeth removal, ercp, upper gastrointestinal tract endoscopy and menstruation abnormal. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Pregnancy, urine test: negative . Esophagogastroduodenoscopy endometrial curettings. Benign mid secretory phase endometrium with no evidence of active endometritis nor hyperplasia identified. Right fallopian tube: intact fallopian tube, 6.2 cm. Metallic coil. Left fallopian tube: intact fallopian tube, 6.2 cm . Metallic coil. Previously administered products included for an unreported indication: sumatriptan, val acyclovir, hydroxyzine and prednisone. Concurrent conditions included gallbladder removal since 2014, drug allergy, anaphylaxis, rash, acne, smoker, genital ulceration, dysfunctional uterine bleeding, frequent periods, ovarian cyst, ovarian calcification, condyloma acuminatum, (B)(6) infection, (B)(6) infection, bacterial vaginosis, uterine pain, peptic ulcer disease, bleeding intermenstrual and paratubal cyst. Concomitant products included oxycodone hydrochloride; oxycodone terephthalate; paracetamol (percocet) and sumatriptan (imitrex). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (general)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In 2017, the patient experienced anxiety ("mental anguish,"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation / general damages / special damages"), deformity ("disfigurement/bodily impairment") and mental disorder ("related psychological injuries"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and skin discolouration ("skin discolorization") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and d & curettage, diagnostic laparoscopy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, bladder disorder, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, nausea, vaginal discharge, fatigue, weight increased, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity and mental disorder outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, abdominal pain, migraine, headache and skin discolouration was resolving and the pelvic discomfort and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, anhedonia, anxiety, back pain, bladder disorder, cystitis, deformity, dysmenorrhoea, embedded device, emotional distress, fatigue, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, skin discolouration, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: her coils were properly placed. Bilateral essure tubal occlusion implants appear well positioned. No evidence of residual tubal patency. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan vagina - on an unknown date: 0.7 cm right ovarian calcification, otherwise normal pelvic sonogram. The uterus measures 8.2 x 3.9 x 4.3 cm and is anteflexed. The endometrial bilateral measures 0.6 cm in thickness. No abnormality of the uterus is appreciated. The right ovary measures 1.6 x 1.1 x 1.6 cm and the left ovary measures 3.1 x 2.1 x 2.3 cm. There is a 0.7 cm calcification within the right ovary. Normal intraovarian arterial and venous vascularity seen in both ovaries. No free fluid is seen within the pelvic culde- sac. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received ¿ case become incident. New event vaginal hemorrhage, dysmenorrhea, abdominal pain, bladder disorder, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, migraine, headache, nausea, vaginal discharge, fatigue, weight increased, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, mental disorder , genital bleeding and skin discoloration were , device embedded added. Event outcome of back pain and pelvic pain change (from not recovered to recovering/resolving) were update, severity of back pain (severe) were added. New reporter were added. Product information (indication, date of essure removal) were added. Patient information (height, weight) were added. Medical history and concomitant medication (percocet), lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic coli is identified embedded in the proximal lumen/ fallopian tube with a centrally embedded metallic coli'), pelvic pain ('chronic pelvic pain /severe pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, esophagogastroduodenoscopy, pain, bilateral pneumonia, urinary frequency, lumbar puncture headache, endometrial ablation, wisdom teeth removal, ercp, upper gastrointestinal tract endoscopy and menstruation abnormal. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Pregnancy, urine test: negative . Esophagogastroduodenoscopy a. Endometrial curettings. 1. Benign mid secretory phase endometrium with no evidence of active endometritis nor hyperplasia identified. 2 . Right fallopian tube: 1. Intact fallopian tube, 6.2 cm. 2. Metallic coli. C. Left fallopian tuse: 1. Intact fallopian tube, 6.2 cm . 2. Metallic coil. Previously administered products included for an unreported indication: sumatriptan, val acyclovir, hydroxyzine and prednisone. Concurrent conditions included gallbladder removal since 2014, drug allergy, anaphylaxis, rash, acne, smoker, genital ulceration, dysfunctional uterine bleeding, frequent periods, ovarian cyst, ovarian calcification, condyloma acuminatum, human papilloma virus infection, methicillin-resistant staphylococcus aureus infection, bacterial vaginosis, uterine pain, peptic ulcer disease, bleeding intermenstrual and paratubal cyst. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) and sumatriptan (imitrex). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced skin discolouration ("skin discolorization"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (general)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding/menorrhagia"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In 2017, the patient experienced anxiety ("mental anguish,"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation / general damages / special damages"), deformity ("disfigurement/bodily impairment") and mental disorder ("related psychological injuries"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal)/bacterial infection"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal)/urinary tract infection bacterial"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal)/vaginal bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (ablation and d & curettage, diagnostic laparoscopy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, bladder disorder, cystitis, urinary tract infection bacterial, bacterial vulvovaginitis, hormone level abnormal, nausea, vaginal discharge, fatigue, weight increased, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity and mental disorder outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, abdominal pain, migraine, headache and skin discolouration was resolving and the pelvic discomfort and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, anhedonia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, deformity, dysmenorrhoea, embedded device, emotional distress, fatigue, general physical health deterioration, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic discomfort, pelvic pain, skin discolouration, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Current weight 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: her coils were properly placed. Bilateral essure tubal occlusion implants appear well positioned. No evidence of residual tubal patency. Pregnancy test urine - on (B)(6) -2017: negative. Ultrasound scan vagina - on an unknown date: 0.7 cm right ovarian calcification, otherwise normal pelvic sonogram. The uterus measures 8.2 x 3.9 x 4.3 cm and is anteflexed. The endometrial bilateral measures 0.6 cm in thickness. No abnormality of the uterus is appreciated. The right ovary measures 1.6 x 1.1 x 1.6 cm and the left ovary measures 3.1 x 2.1 x 2.3 cm. There is a 0.7 cm calcification within the right ovary. Normal intraovarian arterial and venous vascularity seen in both ovaries. No free fluid is seen within the pelvic culde- sac. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, esophagogastroduodenoscopy, pain, pneumonia, urinary frequency, lumbar puncture headache, endometrial ablation, wisdom teeth removal, ercp and upper gastrointestinal tract endoscopy. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Pregnancy, urine test: negative . Esophagogastroduodenoscopy a. Endometrial curettings. 1. Benign mid secretory phase endometrium with no evidence of active endometritis nor hyperplasia identified. 2 . Right fallopian tube: 1. Intact fallopian tube, 6.2 cm. 2. Metallic coli. C. Left fallopian tuse: 1. Intact fallopian tube, 6.2 cm . 2. Metallic coil. Previously administered products included for an unreported indication: sumatriptan, val acyclovir, hydroxyzine and prednisone. Concurrent conditions included gallbladder removal, drug allergy, anaphylaxis, rash, acne, smoker, genital ulceration, dysfunctional uterine bleeding, menstruation abnormal, ovarian cyst, ovarian calcification, condyloma acuminatum, human papilloma virus infection, methicillin-resistant staphylococcus aureus infection, bacterial vaginosis, uterine pain and peptic ulcer disease. Concomitant products included oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (general)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced anxiety ("mental anguish,"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deteriorate quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event infection vaginal was updated to bacterial vulvovaginitis and urinary infection was updated urinary tract infection bacterial. Event onset date and treatment drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.